Manufacturer narrative:
Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported rupture on an unknown side. The device remains implanted.

Manufacturer narrative:
The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "liquid" on the left side. The device remains implanted.